Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A query of the complaint handling database was not performed because a failure mode was not reported. Reportedly, the physician pulled off the plunger instead of depressing the plunger. It should be noted that the proglide instructions for use (IFU) states: use your other hand to deploy needles by pushing on the plunger assembly until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. The physician was aware the plunger was removed out of sequence. The investigation determined the reported IFU violation was due to operator error. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the account confirmed that the suture placement was at the right common femoral vein. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with a proglide device using the pre-close technique via a 8.5f sheath prior to a electrophysiology (ep) intervention procedure. Reportedly, before the plunger was depressed, the plunger was pulled off and the suture came out. The sutures of one new proglide device was successfully pre-placed. Hemostasis was achieved with the sutures of one pre-placed proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.